Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was initially reported by intensive care unit nurse manager that on an unknown date, a limitorr patient line was disconnected at the first junction below the needleless sample site and the cerebrospinal fluid (csf) yellow label that was closest to the patient. Csf was then leaking on the bed as well as into the splice at the junction. The nurses used dermabond to adhere the catheters together at the split. Additional information was then received from the nurse manager stating that the patient underwent a c2 c3 decompression. It was unknown as to how the limitorr patient line was disconnected. However, she suspected it may be from turning the patient. It was unknown how much time elapsed until the csf was found on the bed as well as into the splice at the junction. Tape and gauze was also used as interventions along with the dermabond to adhere the catheters together at the split. The dermabond stopped the leak and she stated that it did not impede the performance of the limitorr. There was no patient injury. As for the patient outcome, the drain was removed with no infections noted.